Event description:
Pt had a balloon pump placed on (B)(6) 2021 afternoon. I took over the patient's care at 7 pm. At 1145 pm, the balloon pump started alarming "high pressure". After some failed troubleshooting for approximately 10 minutes, I called the balloon pump rep. While one the phone with rep, the balloon pump then started to alarm "helium loss 3". Rep then directed me to assess the helium driveline. I noted blood splatter throughout the driveline tubing. I was then instructed to clamp the driveline, disconnect it from the pump, and the balloon needed pulled within 30 minutes. Dr. Came to the bedside, where we proceeded to exchange the balloon. FDA safety report ID # (B)(4).